Event description:
On (B)(6) 2011, pt reported his infusion set leaked insulin and this resulted in hyperglycemia. This began approx 1.5 weeks prior to report. Pt noticed insulin leaked underneath the plastic headset where it met the infusion needle. When this was noticed, blood glucose elevated from 10 mmol/l (180 mg/dl) to 16 mmol/l (288 mg/dl). Normal blood glucose is 6-10 mmol/l (108-180 mg/dl). He changed his infusion site and bolused to correct his high blood glucose. The next time pt noticed leaking, his blood glucose was 12 mmol/l (216 mg/dl) and it elevated to 29 mmol/l (522 mg/ml). Pt changed his infusion site and delivered an insulin injection to correct his high blood glucose. His wife assisted with the injection, but pt reported he could have treated himself without assistance. Infusion sets were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.